Event description:
The user reported that the ventilator will not proceed to boot after the start-up screen. The ventilator instead alarms continuously until a shutdown is forced by the user. In this state, ventilation cannot be initiated. The incident did not occur during ventilation. The ventilator alarmed acoustically. Log files are currently not available. Investigation is ongoing.

Manufacturer narrative:
Hamilton medical ag complaint number: (B)(4). Follow-up 1 - corrected information: **UDI related data quality updates only** field d4 was updated with full UDI information. Updated fields: b4, d1, d2a, d3, d4, g1, g6, h2, h4, h11.

Event description:
The user reported that the ventilator will not proceed to boot after the start-up screen. The ventilator instead alarms continuously until a shutdown is forced by the user. In this state, ventilation cannot be initiated. The incident did not occur during ventilation. The ventilator alarmed acoustically. Log files are currently not available. Investigation is ongoing.